Event description:
The ge oec 9900 fluoroscopy system displayed collimator stuck error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and verified the error. The malfunction was isolated to the collimator that was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.